Event description:
Hcp reports presented with signs of a possible wound infection and superficial cellulitis. The pump system was explanted 2003. It was then returned to the manufacturer for analysis. Cultures were taken. A follow up report will be sent when additional info is obtained.